Event description:
The operator of a dimension exl with lm instrument heard a loud noise and then observed a flame coming from the back of the instrument. The flame extinguished by itself and the instrument powered down. There were no adverse health consequences due to the flame coming from the back of the instrument.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse discovered that the power supply had malfunctioned. The cause of the flame from the back of the instrument was a malfunction of the power supply. This instrument is performing according to specifications. No further evaluation of this device is required.